Manufacturer narrative:
The complaint allegation is confirmed as is related to the ar-2654cl clavicle fracture plate, central third, left, ss allegation. One unpackaged screw was received for investigation along with ar-2654cl clavicle fracture plate, central third, left, ss. Functional testing has shown that the screw fits too tight into the threaded hole of the returned plate. Upon visual inspection, there was no observed damage to either the head or the thread of the screw. The most likely cause for the reported failure is a patient-specific event.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that there was a problem with a clavicular plate. At 6 weeks after the initial surgery the plate fractured. This led to recurrent pain, bone deformation and surgical resumption. The plate was removed and a new one was put in place. No further information received. Update avoe 28-jun-2024 this line was opened for the screw with unknown part number, which was returned together with the plate. No complaint allegation was reported for the screw.